Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue may result in under delivery of insulin. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: review of the black box data revealed power on reset events recorded on (B)(6) 2016. The pump was intact and without damage. The returned battery cap was evaluated and found to be within the required specifications; the cap secured to the pump properly and was able to maintain electrical connectivity for testing. The pump was exercised for 24 hours without any interruption of power. The pump was opened for inspection and did not reveal any evidence of damage, defect or contamination. Investigation did not duplicate the complaint.